Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight: unknown / not provided. D1: brand name: unknown / provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: boet411, t3® ex hex tapered implant 4 x 11.5mm, lot: 2016071571 (x2) unknown screw, lot: unknown. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported that screws fractured and remained inside implants, and the implants were removed. Tooth sites 35 and 37.